Manufacturer narrative:
A technician from steris dealer, device technologies australia, arrived onsite to inspect the table and found that the spring mechanism for the leg section required repairs. The spring mechanism is part of the latching mechanism which attaches the leg section to the table. As the spring mechanism required repairs, the leg section detached resulting in the reported event. The 5085 surgical table operator manual states (1-2), "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Check installation before using any accessory." The technician made the necessary repairs to the spring mechanism, tested the table, confirmed it to be operating according to specifications, and returned it to service. Dta offered in-service training on the proper use and operation of the 5085 surgical table, specifically ensuring table accessories are attached properly prior to use; dta is awaiting a response from the user facility. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the leg section of their 5085 surgical table detached allowing the patient to slip down the table. The patient was transferred to a different surgical table resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Data offered in-service training on the proper use and operation of the 5085 surgical table, specifically ensuring table accessories are attached properly prior to use; however, the user facility declined. No additional issues have been reported.